Manufacturer narrative:
No lock out system for kilograms on the scale.

Event description:
It has been reported that no lock out system for kilograms on the scale is causing problems for nurses accurately recording weight.